Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The implantable device alarm activated and the patient was seen at the hospital for interrogation of the device. The lead impedance was low. An x-ray was planned. The lead was abandoned and replaced. Additional information was requested regarding the x-ray results and type of device alarm seen, but no further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which indicated there was no visible lead anomaly noticed during replacement. Additional information provided also indicated the patient suffered atrial flutter during placement of the new lead and was externally defibrillated to resolve the issue. The patient was well following the procedure.